Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a left side spontaneous decrease in expander volume. The device has been explanted.

Event description:
Patient's representative reported a left side with defects in allergan's natrelle expander and "present a spontaneous decrease in expander volume." Patient's representative later reported wound dehiscence and infection. The device has been explanted and replaced.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.